Event description:
The manufacturer received information alleging a ventilator's internal battery would not hold a charge and the device was alarming. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue. During the evaluation of the device, a "service required" code was observed in the ventilator's downloaded error log. The device's power management board was replaced to address the issue.